Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly stopped insulin delivery. There was no impact customer's blood glucose level. Tandem technical support reviewed the pump history and did not identify a root cause for insulin delivery being stopped. Customer continued using the pump for insulin therapy.

Manufacturer narrative:
D2b.